Manufacturer narrative:
Approximate age of device- 3 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient experienced no alarms and almost the entire exterior if the driveline is wrapped in rescue tape. The log file drive line data is normal and there is no evidence of any type of drive line shorting issues. The wear & tear to the drive line outer jacket is cosmetic only at this time. There were no unusual events recorded in the log file. The mechanical circulatory support equipment is operating as intended. No further information was provided.